Event description:
A us distributor returned a monitor and reported the monitor had belt connection faults.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (belt connection) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, there was a defective u612 inverting charge pump on the computer/analog pca. The root cause for the damaged connector was excessive force. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the damaged monitor.